Manufacturer narrative:
This report is associated with argus (B)(4), super poligrip comfort seal strips.

Event description:
The glue and went down my throat and choked me [accidental device ingestion], the glue and went down my throat and choked me [choking], displeased with this product says all days strong and in stead it came undone [product complaint]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received polyethylene oxide, sodium carboxymethylcellulose (super poligrip comfort seal strips) strip (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip comfort seal strips. On an unknown date, an unknown time after starting super poligrip comfort seal strips, the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the accidental device ingestion, choking and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, choking and product complaint to be related to super poligrip comfort seal strips. Additional details, adverse event information was received via email on 6 april 2017. Consumer reported using super poligrip strips, no lot code was provided. Consumer reported the glue went down his throat and choked him. Consumer also reported that this product said all days strong and in stead it came undone. The action taken with super poligrip comfort seal strips was unknown.